Manufacturer narrative:
The product investigation was completed. Device evaluation details: visual analysis of the returned sample revealed reddish material inside and a hole in the pebax of the thermocool smarttouch sf catheter. Spi screening test was performed, in accordance with bwi procedures. The returned sample was connected to carto3 system and the force values were observed within specifications. A manufacturing record evaluation was performed for the finished device 30479320l number, and no internal action was found during the review. The evaluation determined that the cause of pebax damage failure cannot be established. The event described force issue was unable to duplicate during the product investigation however, the blood inside the pebax area found could be related to the reported issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole in the pebax with reddish material inside. During the procedure, a force sensor error appeared upon connecting the ablation catheter. The cable was changed but the issue did not resolve. The catheter was changed but no signal appeared on the distal electrodes. A cable change did not resolve this issue either. The catheter was changed for a third time and the procedure was completed. No patient consequences were reported. This report is for the catheter with the force sensor issue. The force issue is not MDR-reportable. The hole in the pebax is MDR-reportable.